Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73d1800019 was manufactured on 04/01/2018 a total of 288 pieces. Lot was released on 04/13/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and both jaws damaged. The top jaw was severely bent and the bottom jaw was pushed further into the channel than it should be. Additionally, the jaw spring was protruding out of the tube due to being disengaged from the damaged jaws. The sample appears used as there is biological material present on the device. It appears that the device there was a significant side load applied to the jaws that caused the top jaw to bend and the bottom jaw to get pushed into the tube. Therefore, based upon the observed damage, operational context caused or contributed to this event. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. The sample was returned with the top jaw severely bent and the bottom jaw pushed further into the channel than it should be. The jaw spring was protruding out of the tube. It appears that the device there was a significant side load applied to the jaws that caused the top jaw to bend and the bottom jaw to get pushed into the tube. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.